Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) unknown formulation (humalog), via a reusable pen (humapen, unknown type), at an unknown dose, dosing frequency and route of administration, beginning on an unknown date in (B)(6) 2019, for the treatment of diabetes mellitus. On an unknown date, after starting insulin lispro, his blood sugar had been always high (values, units and reference range were not provided). He was hospitalized for the blood glucose high, and blood glucose could not be decreased. On an unknown date, he experienced that the injection button of the humapen (unknown type) sometimes could not be pushed down 10 something days ago (pc (B)(4); lot number: unknown). Information regarding corrective treatment of the event was not provided. Outcome of the event was not recovered. Status of therapy insulin lispro therapy was unknown. The operator of the humapen (unknown type) and his/her training status were not provided. The humapen (unknown type) general model duration of use and the suspect humapen (unknown type) duration of use was approximately two months (somewhere start in (B)(6) 2019). Status of suspect humapen (unknown type) device and its return was expected. The initial reporting consumer did not provide the relatedness assessment of the event blood glucose increased with insulin lispro drug and suspect humapen (unknown type) device. Update 18-nov-2019: information regarding pc number was received on 12-nov-2019. Added pc number in narrative. No other changes were made in the case. Update 26-nov-2019: additional information was received from the initial reporting consumer on 21-nov-2019 via psp. The case was upgraded from non-serious to serious upon upgradation of the event of blood glucose increased to serious. Updated causality statement and narrative with new information. Edit 09dec2019: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 30-year-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) unknown formulation (humalog), via a reusable pen (humapen, unknown type), at an unknown dose, dosing frequency and route of administration, beginning on an unknown date in (B)(6) 2019, for the treatment of diabetes mellitus. On an unknown date, after starting insulin lispro, his blood sugar had been always high (values, units and reference range were not provided). He was hospitalized for the blood glucose high, and blood glucose could not be decreased. On an unknown date, he experienced that the injection button of the humapen (unknown type) sometimes could not be pushed down 10 something days ago ((B)(4); lot number: unknown). Information regarding corrective treatment of the event was not provided. Outcome of the event was not recovered. Status of therapy insulin lispro therapy was unknown. The operator of the humapen (unknown type) and his/her training status were not provided. The humapen (unknown type) general model duration of use and the suspect humapen (unknown type) duration of use was approximately two months (somewhere start in (B)(6) 2019). The suspect device was not returned to the manufacturer. The initial reporting consumer did not provide the relatedness assessment of the event blood glucose increased with insulin lispro drug and suspect humapen (unknown type) device. Update 18-nov-2019: information regarding pc number was received on 12-nov-2019. Added pc number in narrative. No other changes were made in the case. Update 26-nov-2019: additional information was received from the initial reporting consumer on 21-nov-2019 via psp. The case was upgraded from non-serious to serious upon upgradation of the event of blood glucose increased to serious. Updated causality statement and narrative with new information. Edit 09dec2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17dec2019: additional information received on 17dec2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for the pc (B)(4) associated with an unknown lot of a humapen unknown device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 17dec2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen (unknown device type) sometimes could not be pushed down. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.